Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock due to noise and oversensing. It was also reported that this patient did not pass initial screening for an s-ICD implant. Boston scientific technical services (ts) reviewed device data that was sent in and confirmed that there were both untreated and treated episodes recorded due to a reduction and variation in intrinsic r-wave amplitudes and myopotential noise oversensing.  Myopotential noise was able to be reproduced when the patient lifted her left arm or when the dorsal muscle was contracted. The physician reprogrammed the vf therapy zone to 240 beats per minute (bpm). Ts recommended performing additional troubleshooting and obtaining an x-ray to evaluate the system placement. Approximately two weeks later, the physician performed induction testing in an attempt to evaluate the detection of ventricular fibrillation on the alternate vector. Vf was converted with a single 65 joule (j) shock and time to therapy was 18 seconds. The shock impedance measurement was 55 ohms. The physician reprogrammed the device to alternate vector. Isometric testing was performed and confirmed appropriate detection of pectoral and dorsal muscle contractions.  Following vector reprogramming, smart pass was deactivated due to changes in r-wave amplitude polarity (negative to positive) and amplitudes ranging from 0.16 to 0.32 millivolts (mv). Subsequently, the patient received two inappropriate shocks due to t-wave oversensing. The smart pass feature was also off. On december 4th, the device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. No additional adverse patient effects were reported. The device or electrode are not expected to be returned for analysis.